Event description:
Clinic notes were received at manufacturer that reported the patient was having an increase in their seizures. At this time, it is not known if the patient's increase in their seizures is above or below their pre vns seizure rate. The event was reported to have occurred after the patient's vns stimulation was titrated up. Good faith attempts are being made for additional details surrounding the event.